Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text: device was not returned to manufacturing facility.

Event description:
It was reported that, as per the biomed associate, "once a month we receive a motor issue with the lvp 8100". Issues with the devices are found during preventive maintenance cycle. There was no patient involvement.